Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified location. Pre-dilation was performed with an emerge balloon catheter. Next a 3.0 x 20 mm promus element plus stent was advanced for treatment but the physician had trouble delivering the stent and pulled it out of the patient's body. Upon examination, it was noted that the proximal end of the stent was flared. The lesion was pre-dilated again with an emerge balloon catheter and another of the same device was used to complete the procedure. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).